Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported by the patient¿s mother that her daughter was in the ER (emergency room) because she was in excruciating pain to the point of screaming and they do not think the pump is working. She stated that the patient had been in pain for 12 years, but today was when it became unbearable and they rushed her to the ER. Per the reporter, the patient¿s pump managing physician had been notified.